Manufacturer narrative:
(B)(4).

Event description:
It was initially reported the patient had a lack of therapeutic effect. The patient was voiding smaller amounts than during her trial. Additionally, the patient had a loss of bladder control and shooting pain since implant and had difficulty locating her managing physician. It was subsequently reported that the patient experienced a loss of therapeutic effect after using a jacuzzi or visiting the dentist. The patient was reprogrammed by the company representative and instructed to try the program for 2 weeks on program 3 at 1.5v. Afterwards, the patient went to use a jacuzzi and after they got out of jacuzzi, the patient's husband touched her and shocked her. The patient went to her dentist and while cleaning her teeth, she felt and increase in stimulation. Following the teeth cleaning, patient voided more than usual. Since this incident, she has been having trouble voiding and going to the bathroom every five minutes. Patient also reported increased and uncomfortable stimulation which becomes uncomfortable and she was not voiding a lot. Additional information has been requested and will be made as follow up as it becomes available.